Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/24/2020 additional information: a2, a4 additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure¿¿58 years old, male date and name of index surgical procedure¿¿(B)(6) 2019. The diagnosis and indication for the index surgical procedure? ¿¿unk on what tissue was the suture used? ¿¿skin tissue what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased?¿¿thin what were current symptoms following the index surgical procedure? Onset date?¿¿poor wound healing & post-op infection. (B)(6) 2019. Date - time of onset of infection from the surgical procedure?¿¿(B)(6) 2019. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure?¿¿no did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? ¿¿unk were cultures performed? Results? ¿¿unk what medical intervention was performed? Results? ¿¿the suture was removed, and debridement and suture were given to the patient again. Other relevant patient history/concomitant medications ¿¿unk product code and lot #¿¿unk what is physician¿s opinion as to the etiology of or contributing factors to this event?¿¿there are other implant consumables, could not concluded whether the infection is due to suture or not. For poor wound healing, maybe it¿s due to the suture , maybe it¿s with the patient's physical constitution. What is the patient current status?¿¿has been cured.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Date and name of index surgical procedure. The diagnosis and indication for the index surgical procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? What medical intervention was performed? Results? Other relevant patient history/concomitant medications product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient current status?

Event description:
It was reported that the patient underwent an unknown procedure in 2019 and suture was used. The patient experienced poor wound healing and infection after sewing in a surgery of suturing of the incision. Exposure of titanium plate happened. The suture was removed, and debridement and suture were given to the patient again. Additional information has been requested.